Event description:
The jam nut on the triathlon ts 2mm offset adaptor failed to properly lock the adaptor to the femoral boss. The nut was jammed against the adaptor and would not spin.

Manufacturer narrative:
Review of device history records indicates 95 devices were manufactured and accepted into final stock on (B)(6) 2014. Based on the device identification the complaint databases were reviewed for similar reported events regarding disassembly issue. There has been no other event for the lot referenced. The returned device appeared slightly used. The investigation determined the likely root cause of the event to be the surgeon not following the correct protocol of disassembling the adapter. A functional inspection was made to disassemble the returned component per the instructions in the triathlon ts surgical protocol, (B)(4). It is noted the jam nut has a left handed thread. The jam nut was rotated counterclockwise with the use of a wrench and was successfully disassembled from the offset adapter. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
The jam nut on the triathlon ts 2mm offset adaptor failed to properly lock the adaptor to the femoral boss. The nut was jammed against the adaptor and would not spin.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.